Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of spec in relation to the reported symptom, which was reproduced. System error 322 was confirmed and was determined to be caused by a failed upper auxiliary assembly. The failed upper auxiliary assembly was replaced.

Event description:
It was discovered that a spectrum pump alarmed system error 322. It was also reported that there was no pt injury.